Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that his blood glucose reached 342 mg/dl and that the pink slide insert did not slide forward into the viewing window. The pod was worn between 1 and 4 hours.